Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported after many revisions of aligners they still have issues that persist with their front teeth colliding. This has resulted in ssignificant discomfort and damage to their teeth. Their bite has been altered to the extent that their front teeth clash when they close their mouth, chew or talk. Their back teeth no longer make contact when they close their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.